Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). An event history log review was performed with no issues noted. A visual inspection and power-on self-test were performed. The cause of the damaged power cord was unable to be determined with the provided information. To resolve the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service by a baxter service technician, a flo-gard infusion pump was found to have a damaged power cord assembly. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. No additional information is available.